Event description:
Additional information received per the medical records indicate that the patient's medical history includes arthritis, hypertension, smoker, chronic obstructive pulmonary disease (copd), bronchitis, mid left lung nodule, myocardial infarction (mi), non-obstructive coronary artery disease (cad) treated with medication regimen, a motor vehicle accident that resulted in cervical strain and cervical disc degeneration c3-c7. One day before implantation of the filter the patient experienced shortness of breath, gastrointestinal (gi) bleeding and anemia from adverse event associated with right femoral deep vein thrombosis (dvt) and use of aspirin (asa)/plavix. The patient was admitted to the hospital. A blood transfusion was done as treatment for anemia and the optease vena cava filter was implanted prophylactically to prevent pulmonary emboli. The filter was advanced under continuous fluoroscopy control and the filter was deployed between the third and fourth lumbar vertebra in an upright position. A venocavogram showed the inferior vena cava (ivc) was patent and the filter was in a good position. There were no reports of complications.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, b5, b7, g4, g7, h1 and h2. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of arthritis, hypertension, smoking, chronic obstructive pulmonary disease (copd), bronchitis, lung nodule, myocardial infarction (mi) and non-obstructive coronary artery disease (cad). The patient presented to hospital after having sustained a motor vehicle accident that resulted in cervical strain and disc degeneration. The patient¿s experienced shortness of breath, gastrointestinal bleeding and anemia with a right femoral deep vein thrombosis (dvt) while on aspirin and plavix. The patient was treated with blood transfusion. The indication for the filter was reported to be as prophylaxis against pulmonary emboli (pe). The day after the patient¿s admission, they underwent filter implantation with the filter placed between the third and fourth vertebra in an upright position without complications. The filter was reported to be in good position. Approximately four years and nine months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter was markedly tilted to the right and anteriorly. The inferior aspect of the filter was directed posteriorly. The study further indicated that most of the filter was above the right renal vein. The filter had perforated the inferior vena cava (ivc); with the apex approximately 8mm outside the ivc and the inferior aspect of the filter approximately 5mm outside the ivc. There was no evidence of involvement of any adjacent organs, strut fracture or ivc stenosis. The patient further reported having experienced continued shortness of breath, chest pain, numbness in extremities, back pain and abdominal pain associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain and numbness experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1, h2 and h6. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and mesenteric perforation. Per the patient profile form (ppf), the patient reports tilting of the filter, shortness of breath, chest pain, numbness in extremities, back pain and abdominal pain. A CT scan, approximately four years and nine months post implant, reveal the filter is tilted. The apex is tilted to the right and anteriorly (ventrally). The inferior aspect is directed posteriorly (dorsal). Most of the filter lies above the level of the lowest renal vein on the right. The filter perforates the inferior vena cava wall. The apex of the filter (cephalad aspect) lies approximately 8 mm outside the wall. The inferior (caudal) aspect also penetrates the posterior wall and less about 5 mm outside the wall. There is no involvement of any adjacent organ. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than (B)(4) perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Shortness of breath, numbness and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and mesenteric perforation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and mesenteric perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life, distress and other damages. Information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, shortness of breath, chest pain, numbness in extremities, back pain and abdominal pain. The results of computed tomography (CT) scans done approximately four years and nine months after the index procedure indicate that the filter is tilted. The apex is tilted to the right and anteriorly (ventrally). The inferior aspect is directed posteriorly (dorsal). Most of the filter lies above the level of the lowest renal vein on the right. The filter perforates the inferior vena cava wall. The apex of the filter (cephalad aspect) lies approximately 8 mm outside the wall. The inferior (caudal) aspect also penetrates the posterior wall and less about 5 mm outside the wall. There is no involvement of any adjacent organ.